Event description:
It was reported that the patient felt no stimulation sensation. The patient had acute pain in her lower left side after laying on her back at the urologists on (B)(6) 2013. On (B)(6) 2013, the patient had stimulation on, but then it started to "studer" and then stopped. The patient did not check her device, but when she went home it showed it was half way charged. On the day of the report, both devices seemed to be working properly. Of note, the patient had her stimulation up to 9.4 volts, and always has it that high. The patient tried increasing it, but she still did not feel stimulation.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient stopped charging her implantable neurostimulator (ins) as often because she lost therapeutic efficacy. The patient gradually lost efficacy over time and reported that it began in 2014. On (B)(6) 2016 the patient noticed that she couldn't charge her ins. The patient last charged successfully a month prior in (B)(6) of 2016. The patient was to follow-up with a healthcare professional, but did not have a managing physician since she moved to the (B)(6) area from the (B)(6) area.